Manufacturer narrative:
(B)(4) forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that the side-firing fiber was noticed to have commenced firing during prostate procedure. The procedure was completed with a second fiber. It was reported "no damages to the patient."